Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power, and after inserting a new battery, the display went blank. The blood glucose reading was 268 mg/dl. The customer treated with the insulin pump. The insulin pump had been rested and the battery cap had been changed. The display was blank at the time of the call. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display returned after cleaning the battery cap and inserting a new battery. However, the customer did call back to report that the insulin pump was still having issues with turning on and off. The customer was sent a new battery cap. The insulin pump was not replaced or returned at this time.